Manufacturer narrative:
No device has been returned; a retained sample from the reported lot number was pulled and evaluated by product analysis on 01/24/2014 with the following findings: a cartridge leak test was performed with no leaks found from the luer connection, o-rings, or anywhere else on the cartridge. The cartridge force test was completed and the forces were confirmed to be within specifications. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2013, indicating that the patient experienced a blood glucose of 30 mmol/l with positive ketones and increased thirst. The reporter indicated that the pump cartridge was found to be leaking from the side of the cartridge and insulin was present in the cartridge compartment. The reporter indicated that the cartridge site and set were changed and the patient¿s symptoms resolved within 3 hours. This report is made based on the allegation that the patient experienced hyperglycemia related to an allegation of an insulin cartridge leak.

Manufacturer narrative:
Follow-up #2 03/17/2014 ¿ device evaluation: the product has been returned and evaluated by product analysis on 02/25/2014 with the following findings: the cartridge passed visual inspection without no defects observed to the cartridge. The cartridge filled successfully without air bubbles forming inside the cartridge. A leak test was performed with no leaks being observed from the luer connection, o-rings, or anywhere else on the cartridge. The cartridge force test confirmed that the cartridge forces were within specifications.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.